Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. It was stated that the customer was experiencing unexplained high glucose for a couple of days prior getting several motor error alarms. Troubleshooting was performed. Ran a self and displacement test and they passed. Reviewed the alarm history and found several alarms. Advised the customer to revert to back up plan. The customer's most recent glucose reading was 216 mg/dl. Advised the caller that the customer should revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.